Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code number 58" (power-up vent test failed). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). In an unrelated repair the tie cable 3.9 inch/99mm (part number: 0125-01-0001) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).